Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific bg value was not provided and cause was unknown. A correction bolus via that pump was delivered to address elevated bg. Reportedly, customer used novolog insulin in the cartridge beyond the labeling guidelines. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.